Manufacturer narrative:
Correction: annex d : d11. Additional information : annex d : d01.

Event description:
It was reported that normal saline was programmed to infuse at 50ml/hr. However, the clinician noted that it was infusing as if it was "wide open" (bolus infusion). There was patient involvement but no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that normal saline was programmed to infuse at 50ml/hr. However, the clinician noted that it was infusing as if it was "wide open" (bolus infusion). There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that normal saline was programmed to infuse at 50ml/hr. However, the clinician noted that it was infusing as if it was "wide open" (bolus infusion). There was patient involvement but no harm.